Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A medwatch (B)(4) was received and the following info was provided; while positioning the pt in the prone position the clamp slipped causing a 1 cm laceration to the right temporal scalp. Additional info has been requested.